Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. PMA/510(k) - this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -07.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2017. The lens was exchanged with a shorter length lens due to excessive vault and refractive surprise on (B)(6) 2018. This resolved the problem. Cause of the event is reported as unknown.